Manufacturer narrative:
On 09/14/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - medtronic representative replaced the bulkhead connector and internal ethernet cable and this resolved the issue. - return requested. Replacement bulkhead connector shipped to site 09/13/2016. Medtronic investigation of suspect connector, returned on 09/19/2016, confirms the reported issue. Found four of the pins was damaged, and the bulkheads case was broken. Failure: physical damage. Connector damaged. - return requested. Replacement 3ft. Ethernet cable shipped to site 09/13/2016. Medtronic investigation of suspect ethernet cable, returned on 09/19/2016, confirms the reported issue. Found a plastic latch broken off of one end of the ethernet cable. Failure: physical damage. - hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site alleged there was no connection between their navigation system and their imaging system. They could not get a green line of connection between the navigation system and the imaging system. After a one hour delay in therapy, a second navigation system was brought in to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.